Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient who was receiving an unknown drug at an unknown dose and concentration via an implantable pump for an unknown indication for use. It was reported that the patient had a pump explant "a couple years ago" due to an infection. The date the patient first started experiencing the infection was unknown. The pump serial number was unknown. It was unknown if there was a device issue, therapy issue, or procedure issue. The pump was unavailable for return. No further complications were reported or anticipated.